Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom (door not fully latched) was reproduced and confirmed through eval. This condition was caused by a failed upper link switch. The upper auxiliary assembly (containing link switch) was replaced.

Event description:
It was reported that a spectrum infusion pump had a door not fully latched message. It was also reported that this issue was discovered during routine maintenance testing.